Event description:
It was reported by svc report that the head-end lift motor was stuck in the intermediate position, and unable to be lowered. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty head-end power coil cable caused the head-end lift to be stuck at mid position.